Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4). That an ar-9676 angled reamer, drive shaft, and an ar-9597-10 angled reamer sleeve, 10° cold welded together while in use. The surgeon deemed the glenoid ready for implants, moved on, and completed the case successfully. This was discovered during an rtsa procedure on (B)(6)2025, with no reported patient harm. Additional information was received on 03/17/2025: there was no case delay or added anesthesia. The surgeon did not use extra parts to complete the case because the surgeon deemed the glenoid was ready for implants. No adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion, causing interference with the mating instrument.